Event description:
During the atrial fibrillation (afib) procedure, it was reported a mapshift occurred for a difference of 2 cm. The carto xp system did not display an error message. Additoinal information provided stated the mapshift was noticed by comparing the x-ray image with the carto xp image. Mapshift did not occur during rf ablation. The procedure was completed without patient's consequence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Ref: (B)(4). During the atrial fibrillation (afib) procedure, it was reported a mapshift occurred for a difference of 2 cm. The carto xp system did not display an error message. Additional information provided stated the mapshift was noticed by comparing the x-ray image with the carto xp image. Mapshift did not occur during rf ablation. The procedure was completed without patient's consequence. The calibration values for the location pad were verified. The calibration values were all within specification. The location pad was functioning per specification. Additional information provided was stating the customer did not recall whether the fluoro was moved when the issue occurred. Due to the fact that location pad was functioning within specification and the limited information provided, the root cause remains unknown, however the map shift issue might be attributed to a patient movement. The patient movement could cause a shift in the heart's anatomical position. DHR review was performed. No anomalies were noted in manufacturing or service. Customer's complaint was not confirmed.